Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic procedure, the surgeon was able to squeeze the handle and clips were able to be fired from the device, however there was an issue with the loading or firing of the clips, the clips kept misfiring multiple times, multiple clips were unintentionally ejected from the jaws of the device. The surgeon fired the clips outside of the patient and it still misfired. To complete the case, the procedure was continued as expected. No patient injury.